Event description:
Patient reported left side "implant rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "implant rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified observed an opening device, red particles in the gel/shell and the device is inside of the thermoform. Device not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.